Manufacturer narrative:
The technician replaced the lockout board to repair the bed.

Event description:
Information received indicates the bed functions are not working from the siderails due to fluid ingress onto the lockout board.